Event description:
Per summons: pt is a (B)(6) transferred from hospital I to hospital e with a PICC line. Relator subsequently ordered a venogram of his left upper extremity, which had defendants¿ power PICC in place. Prior to this order being followed the pt removed his PICC, which was fortunate since the ultrasound venogram of the upper extremity demonstrated a clot. The hospital I physician notes and orders document that there was a problem with this PICC line on (B)(6) 2010, indicating that the left arm size is increased. There was an initial order to replace the PICC line, which was changed to an order for cath flow which resulted in positive blood return. Also, on (B)(6) 2010, the adult weight-based IV heparin order set was instituted and the pt was placed on IV heparin. This is consistent with the order for heparin drip. On (B)(6) 2010, the pt received another treatment of two milligrams per 12 cc to both lumens of cath flow to the PICC line. There was initially no blood returned at 1800. At 1915, the cath flow was removed from each lumen and positive blood return was noted. The insertion record indicates that defendants¿ solo 5 PICC line was used for this pt. This device has a double lumen 7 fr tip and the valve is permanently attached and cannot be changed. It was designed for infusion of saline, not heparin, namely because it is nearly impossible to flush properly. Increased used of cath flow is associated with use of the defendants¿ solo 5 PICC. It is doubtful that this device has been adequately tested since the high occlusion rate requires the use of a tpa. Occlusion of the vein was a function of mislabeling by defendants because the solo 5 is actually 7 fr at max dimension in the smallest vein. The PICC record of insertion represents that the power PICC solo is 5 fr, but it is actually 7 fr. The nurse obtained and inserted the PICC. The consent is the defective standard consent and the nurse implemented the hospital d assessment advantage for bard. The nurse inserted the PICC after obtaining consent from two physicians not the relatives listed on the face sheet. The pt should not have had a cath flow treatment x 2, as well as IV heparin instituted, with no evidence that the PICC team obtained a doppler venogram at hospital I. It is unlikely that this adverse event was documented and analyzed in the qa utilization review program. From a utilization perspective this was a success since they were able to discharge this pt with a pelvic abscess as quickly as possible. Relator reported the thrombosis problem to the ceo of hospital I and is still waiting to be contacted by the ceo¿s quality designee.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.